Event description:
It was reported that this right atrial (ra) lead was explanted due to infection. A temporary lead was used for external pacing. The system was replaced several days later. No additional adverse patient effects were reported.